Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the cubies encountered read, write, and invalid memory errors due to improperly seated drawer cables. A field service engineer resolved the issue by reseating the drawer cables. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary experienced a malfunction, where two cubies encountered read, write, and invalid memory failures, preventing users from accessing medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.